Event description:
Dealer states the part that attaches to the pump broke while cleaning. No report of any injury. A replacement has been issued.

Manufacturer narrative:
The incorrect information was submitted on the initial medwatch.